Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt received a "very significant" jolt while at work in an environment containing a significant amount of electromagnetic interference (emi). The pt turned the stimulation off for three to five days. After this time, the pt was unable to turn the stimulation back on. Forty to forty-five days following the event, it was not possible to restart the battery via four physician mode recharges (pmr's). It was later reported that recharge statistics indicated that the pt's device had not been charged since august 2010. An overdischarge of the pt's device was suspected. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.